Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for mom via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 around noon time but does not have the exact time with blood glucose of 800 mg/dl. Patient's current blood glucose: 210 mg/dl. Customer stated that his mom has been in the hospital for 4 weeks because of her blood glucose and needs someone to check the pump to make sure it¿s working properly. The customer stated that they administered two injections to treat the high blood glucose and stated that they gave at total of 6u of humalog. The customer experienced symptoms such as extremely nauseated and weak .customer reports they have contacted their healthcare provider regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test at 0.08780 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. Unit was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.